Manufacturer narrative:
Batch review performed on 27 july 2020: lot 1111566a: (B)(4) item manufactured and released on 17-feb-2017. No anomalies found related to the problem. Additional device involved: amis 01.15.10.0315 amis shoe lot. 1657137 or 1751582. Since it is not possible to identify the exact lot number, two batch reviews have been performed. Batch review performed on 27 july 2020: lot 1657137: (B)(4) items manufactured and released on 23-feb-2017. No anomalies found related to the problem. To date, no other similar event has been reported on the lot. Batch review performed on 27 july 2020: lot 1751582: (B)(4) items manufactured and released on 18-may-2017. No anomalies found related to the problem. To date, no other similar event has been reported on the lot.

Event description:
The patient was diagnosed with an ankle fracture after amis surgery. The fracture was not diagnosed at surgery, it was seen after a couple of days when a hole leg x-ray was made. The surgeon told me, that he thinks that the foot was not properly fixed in the amis shoe, also the patient is very small with a small foot and she was very contract at the hip. He did not need to operate the fracture it is treated conservative.